Manufacturer narrative:
The device has not been returned to solventum for analysis. The product instructions for use contains the following warnings: do not use this product on patients with known hypersensitivity to chlorhexidine gluconate. The use of chlorhexidine gluconate containing products has been reported to cause irritations, sensitization, and generalized allergic reactions. If allergic reactions occur, discontinue use immediately, and if severe, contact a physician. Hypersensitivity reactions associated with topical use of chlorhexidine gluconate have been reported in several countries. The most serious reactions (including anaphylaxis) have occurred in patients treated with lubricants containing chlorhexidine gluconate, which were used during urinary tract procedures. Use caution with chlorhexidine gluconate containing preparations and the patient should be observed for the possibility of hypersensitivity reactions. There is no evidence of a product quality issue resulting in the alleged reported event. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.

Event description:
A user facility reported a patient allegedly went into cardiorespiratory arrest 20 minutes after induction, anaphylactic shock, for which allergy testing revealed hypersensitivity to chlorhexidine. The patient was exposed to drugs/biocides and medical devices containing chlorhexidine, allegedly including 3m¿ tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing.